Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the wire was bent on the sensor and it would cause irritation. The customer reported that she had hyperglycemia. The customer stated that she had high blood glucose levels of 30 mmol/l. During the call, the customer also reported issue related to the infusion set. The customer stated that the cannula were bent on the infusion set. The customer stated that she treated herself with manual injections. The customer declined to perform the troubleshooting. Product is not expected to return for analysis. Additional device related incident: sensor ((B)(4)); infusion set ((B)(4)).